Event description:
PICC line snapped in half¿. Update: the broken line was removed from baby. Date of event. 9.16.2023. Sku# 384232. Unknown lot number. A second line was opened and as soon as line was extended, again the line broke of at the point of hub attachment. This was a gentle extension, line broke off with little to no force. No harm to baby since broken piece of the catheter was retrieved but a regular piv was started instead.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. The provided tracking shows to be invalid. At this time, there have been no samples returned for review, however, there were images provided by the customer. A review of the provided images does confirm breakage of the catheter just below the inverted triangle beneath the oval disc of the silicone extension. Therefore this complaint will be confirmed for one device. Without the sample to review, determining a definite root cause for the breakage is not possible. Without a definite root cause for the reported issue, establishing a corrective action is not possible. Argon will continue to monitor for reoccurrences. If the sample is returned at a future date, this complaint may be reopened at the time for further evaluation.

Event description:
PICC ;ine snapped in half¿.